Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see also MFR. Report number 2032227-2013-01162.

Event description:
The customer reported that he was hospitalized with a low blood glucose of 26 mg/dl. The customer stated that he usually eats a snack two hours after meals, but missed his snack this time. The customer stated that he was not responding to his wife, and she gave him glucagon. The customer stated that the glucagon did not help, and his wife called 911. The customer also stated that he wears the sensor, and did not get any type of low blood glucose warning. Advised the customer to always treat based on blood glucose levels, not sensor glucose levels. Nothing further was reported.